Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited low and falling impedance, a polarity switch, intermittent pacing failure and noise. The pacing lead was reprogrammed and later explanted. It was noted that a fracture was observed during the explant procedure. The pacing lead was replaced. No patient complications have been reported as a result of this event.